Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular oversensing due to r-wave oversensing in the ventricular channel was observed. Programming changes were made. Patient is in stable.